Manufacturer narrative:
Additional information: additional information was received an it was learned that the patient has a history of lasik and status post (s/p) laser-assisted cataract surgery with lens implanted in his left eye. Furthermore, we learned that the replacement iol was placed into the posterior chamber and without complication. The viscoelastic was removed using irrigation and aspiration. The wounds were tested and were water tight. The patient was discharged in good condition. Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the lens was observed cut in two pieces. Visual inspection at 10x microscope magnification was performed and residues of what appears to be ophthalmic viscoelastics (ovd) were observed on the lens pieces. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 21.0 diopter intraocular lens (iol) was explanted due to the patient not seeing very well. The lens was replaced with the same model lens, a smaller 19.0 diopter. There was no vitrectomy, no incision enlargement, and no sutures required. Additionally, there was no post-op patient injury reported.